Event description:
The customer reported that during an operational readiness setup, the autopulse platform (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart) and user advisory 12 (lifeband not present). The customer knows how to clear the ua 45 advisory code; however, they cannot access the administrative menu. When the customer presses the buttons needed to access the administrative menu on the platform, the menu screen never shows, and the autopulse platform goes back to the start-up menu and attempts to retract the lifeband. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(6). Displaying user advisory 45 (not at "home" position after power-on/restart) was confirmed in the platform's archive data and during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in its home position. The ua45 advisory message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the customer couldn't access the administrative menu on the autopulse platform to rotate the driveshaft to its home position. The root cause of this issue was that the user interface (ui) membrane switch assembly was defective. The reported complaint of the autopulse platform displaying user advisory 12 (lifeband not present) was confirmed in the archive data but not during functional testing. The archive data review indicated multiple ua45 and ua12 advisory messages around the customer's reported event date, confirming the reported complaint. The ua12 advisory was not replicated during functional testing. User advisory is usually a clearable error message, designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. The autopulse platform failed initial functional testing due to a ua45 advisory message displayed upon powering up, confirming the reported complaint. The platform's driveshaft could not be rotated to its home position because the user interface (ui) membrane switch assembly was defective. The administrative menu is activated by pressing the on/off switch while both the stop (orange) and start (green) buttons are being depressed. Once the administrative menu is active, the user can use the move up and down arrow buttons to highlight the desired menu item and the select choice button to select it. In this case, the stop (orange) and start (green) buttons were defective. The ui membrane switch assembly was replaced to remedy the issue. Subsequently, the platform's driveshaft was rotated to its home position, and the ua45 was cleared. To troubleshoot for the possible root cause of the reported ua12 advisory message, the standard belt clip tool was inserted in the spool shaft, verified the switch lever was parallel to the switch case, and the two screws holding the lifeband clip detect switch (not loose) were torqued to specification. The root cause of ua12 was that the lifeband was either not inserted or correctly inserted upon powering up the autopulse platform. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).